Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized with low blood glucose on (B)(6) 2015. The caller reported the ambulance was called because the customer was unresponsive. Customer's blood glucose was too low to register on the insulin pump at the time of admission. It was reported the customer was under a lot of stress, leading to their low. The customer was also assisted with adjusting their setting. The insulin pump will not be returned for analysis.